Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent replacement of an unknown joint. Subsequently, the patient reported requiring an additional operation for an unknown reason. No further patient impact reported. No further information available.

Event description:
It was reported that the patient underwent an initial total shoulder arthroplasty. Subsequently, the patient reported that they can not lift their arm. No medical or surgical intervention was reported as a result of this event. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: b2, b5, d1, d6a, e1, e2, g2, h1, h6 - health effect - clinical code, medical device problem code, type of investigation and h11. D6a: unknown date in 2016. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.